Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 cubie pockets were failed, and it was unable to recover. A technical support specialist checked the logs and found a user-initiated failure. A field service engineer (fse) inspected and confirmed that the issue was on drawer 4 cubie pocket a3 where morphine liquid had been spilled. The fse replaced the row board, and the customer replaced the cubie. The fse also mentioned that works from remote customer support center (csc) agents were required for database unload of the existing cubie, to assign the replacement cubie. The csc ran script to reset the drawer in database after running device inventory report and subsequently completed the work. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie was unrecoverable. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to dispense medication from another location. There were no adverse events or injuries reported based on this event.